Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0u69m, implanted: (B)(6) 2015, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0u69m, ubd: 23-mar-2019, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling ¿shocking sensation,¿ electrical shocking in their back on (B)(6) 2018. It was also reported that they used to be able to feel where the wire is on their back but now it¿s gone. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.